Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to worsening heart failure, worsening mitral regurgitation, and an elevated mean mitral valve gradient. Patient ID: as2535-2202. It was reported that on (B)(6) 2018, the patient presented with functional mitral regurgitation grade 4+, with dilated cardiomyopathy, primary jet a2p2, and with leaflet tethering. Two mitraclips (80420u126 and 80306u186) were implanted without a device issue reported, reducing the mr to grade 2+, mean mitral valve gradient of 5.3mmhg. On (B)(6) 2019, consultation outside of the scheduled follow-ups was performed due to exacerbation of malaise, increased sputum, increased bnp (1562), worsening heart failure, and worsening mr. Pleural effusions were observed per x-ray. On (B)(6) 2019, the patient was hospitalized. On (B)(6) 2019, the mr was at grade 3+ and the mean mitral valve gradient was 6.4mmhg. Medications were provided as treatment. Per physician, the worsening mr and elevated mean mitral valve gradient were concomitant symptoms of the worsening heart failure, and possibly device related. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A conclusive cause for the reported heart failure cannot be determined. The reported mitral regurgitation, mitral stenosis and fatigue are likely the result of the heart failure. It should be noted that the reported patient effects of fatigue, mitral regurgitation, mitral stenosis, and heart failure, as listed in the mitraclip system instructions for are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the mitraclips remained stable and well seated on the leaflets. There was no tissue injury observed due to the clips.